Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. No unexpected failed battery test alarms noted during testing. Hardware low level failures error was present in the device trace download due to broken trace at on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a recurring audio anomaly. The sensor alarms did not have sound. The customer¿s blood glucose was 140 mg/dl. The device will not be returned for analysis.